Event description:
It was reported that during the surgery the oxford femoral slap hammer spring mechanism fell off. There was no impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Foreign ¿ (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Visual examination of provided pictures identified a femoral slap hammer, where the whole spring is not missing, however, based on the open position of the jaws, it is evident that the spring is not pulling the jaws to their closed position indicating that the spring is not providing the tension required for this. Based therefore on the provided picture, it is not possible to conclude whether the spring is fractured or detached however it is evident from the photo that the spring is not performing as it should. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.